Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s918usqu5cyb1. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2022. The patient's blood glucose levels reached 400 mg/dl while wearing the pod an unspecified duration. It was reported that the pod adhesive became loose and the cannula dislodged from the infusion site. No symptoms were reported. The patient was treated with intravenous insulin, fluids, potassium, and an unspecified medication for nausea. The patient left the ER on the same day. It was also reported that the patient has hashimoto¿s disease which can sometimes cause them skin issues which could have contributed to the adhesive issue.